Event description:
Event description guidant received information that during the attempted implant of this implantable transvenous defibrillation lead, the lead exhibited intermittent loss of capture. These left ventricular pacing leads could not be placed in the patient's anatomy.